Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that he experienced a high blood glucose of 458 mg/dl, which he treated for with manual injection. This occurred just after the customer's blood glucose targets were changed, due to endocrinologist being concerned about customer having low blood glucose. Troubleshooting was performed and it was found the insulin pump was working as designed with no anomalies. Customer was advised to contact healthcare provider again to discuss high blood glucose and insulin manufacturer or pharmacy to check quality of insulin, as manual shots were not bringing down customer's blood glucose. At the time of the report, customer's blood glucose was 268 mg/dl.